Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm (cartridge alarm 19) occurred during basal delivery. Reportedly, the customer was able to successfully load a new cartridge. Customer's blood glucose level reached above 400 mg/dl; however, customer was unsure of the highest value. Customer drank water, delivered a bolus, and administered a manual injection to address bg levels.